Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over 5 months after the implant was placed in site 4, an osseointegration failure had occurred. Contributing factors are listed to be insufficient bone quality & quantity. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over 5 months after the implant was placed in site 4, an osseointegration failure had occurred. Contributing factors are listed to be insufficient bone quality & quantity. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).